Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13728. The patient reported her ipg pocket site gets hot approximately 5-6 minutes after she starts charging and then she has to stop charging. A new le charger was shipped to the patient. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting # 1627487-12192011-003-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.